Event description:
International affiliate reports the patient developed atrial fibrillation and noted increase in weight and pedal edema four days following mitral valve repair. Two drains had been placed mediastinum during the procedure. Echocardiogram performed in 2004 showed a 2 cm pericardial effusion with signs of early tamponade that was treated conservatively. Repeat echo showed signs of tamponade resolved and subsequent echos showed pericardial effusion reducing in size.